Event description:
The customer reported that she was hospitalized on (B)(6) 2015 due to a high blood glucose level. Her husband checked her blood glucose level and it was over 600 mg/dl. The customer was feeling nauseous all day. She was going into a diabetic ketoacidosis and was in intensive care unit. She was not wearing the insulin pump at the time of hospitalization. The customer was experiencing a low blood glucose level of 52 mg/dl because she could not get the reservoir in the insulin pump. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.